Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation was confirmed on post hysteroscopy. During follow-up on 06/25/2009, the physician reported a laparoscopy was done following the post novasure hysteroscopy and 2 perforations were visualized. Treatment included cauterization. The pt was discharged home after a brief recorvery period. Additionally, the physician reported she has seen the pt on follow-up and she is doing fine. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.